Event description:
It was reported that while doing weekly c&m of groshong PICC line in hospital, nurse found there was leakage in winged shape luer-lock connector of groshong nxt 4fr. They replaced with groshong repair kit and resolve the issue. No other information was provided. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.